Manufacturer narrative:
Evaluation summary: the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use.

Event description:
It was reported that the device was used during a roux-en-y, instrument made a solid tone and then quit working. New device was used to complete the case. There was no reported pt consequence.